Event description:
The surgical which was used for hemostasis during neuro surgery was left in situ. Compression of the spinal cord occurred. The device was removed by laminectomy after 32 hours. The pt is now a paraplegic.